Event description:
When a physician used to subject device for a lateral abdominal hernia repair, a probe damage error occurred upon activating output of the subject device. But the physician continued to use the subject device without remedial action for the probe damage error. The probe tip was detached after a few mins. The broken piece of the probe was taken out. The physician replaced the subject device with a different unit of same model. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the probe broke down at 16 mm from the distal end. And there was a scratch at the broken point. There were, also, some scratches found in other areas of the probe surface. As the result of evaluation, we have concluded that the probe presumably was damaged because the physician activated ultrasound output while the probe was in contact with metal such as a clip, and besides the physician continued to use the damaged device, the probe was cracked and a damage error occurred. In addition, since the physician continued to use the damaged device without remedial action for the probe damage error, the probe tip was detached.